Event description:
Doctor reports 1 year after implantation he observed vacuoles in the lenses of 2 patients and reports their vision is decreased by 90%. He reports this pt is suffering from hiv and has a retinal detachment. The vision is reported to be of bad contrast with light scattering. Surgeon is contemplating explantation of this lens.